Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient record and was able to confirm that during the event the customer did charge the device in order to shock; however, the device stopped reading the patient's ECG rhythm (as annotated by dashed lines in the record) and the charge was removed. The defibrillation electrodes (brand unknown) used during the even were not available for evaluation. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device failed to deliver a shock to a patient. A backup device was available, although the biomedical engineer could not confirm if it was used to treat the patient. The biomedical engineer further advised that there were no adverse effects to the patient as a result of the reported issue.